Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient's mother stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The following values were observed in the meter's result history from (B)(6) 2018: at 10:09, the patient had a meter result of 4.3 inr. At 13:13, the patient had a meter result of 4.5 inr. At 16:35, the patient had a meter result of 5.8 inr. (This value was provided as 5.9 inr by the patient's mother). At 16.39, the patient had a meter result of 4.9 inr. At 16:41, the patient had a meter result of 5.0 inr. Based on the above values from (B)(6) 2018, the patient's mother agreed with the cardiologist that a laboratory measurement of the patient should be carried out the next day. The following values were observed in the meter's result history from (B)(6) 2018: at 09:37, the patient had a meter result of 5.0 inr. At 09:55, the patient had a meter result of 4.8 inr. (The patient's mother stated that this value was measured at approximately 08:01). At 11:32, the patient had a meter result of 1.1 inr. At 11:34, the patient had a meter result of 5.2 inr. (The patient's mother stated that this value was measured at approximately 16:30). At 11:35, the patient had a meter result of 4.7 inr. At 18:44, the patient had a meter result of 3.9 inr. (The patient's mother stated that this value was measured at approximately 08:00). At 19:47, the patient had a meter result of 4.5 inr. At 19:48, the patient had a meter result of 4.5 inr. At 17:31 on (B)(6) 2018, a venous sample collected from the patient resulted as 4.4 inr when tested with an unknown method in the laboratory. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.5 inr. The patient's product was requested for investigation. Relevant retention test strips (lot 322642) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot # 286 321 80. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, customer meter and customer strips: 1.7 inr. Donor #2: retention meter and master lot strips: 2.3 inr, customer meter and customer strips: 1.6 inr. Donor #1: retention meter and master lot strips: 2.4 inr, customer meter and customer strips: 1.7 inr. Donor #2: retention meter and master lot strips: 2.3 inr, customer meter and customer strips: 1.6 inr. Donor #1: retention meter and master lot strips: 2.4 inr , customer meter and customer strips: 1.7 inr. Donor #2: retention meter and master lot strips: 2.3 inr, customer meter and customer strips: 1.7 inr. The maximum difference between measurements with the same blood sample was 0,1 inr. The maximum difference between measurements with the same blood sample was 4%. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.